Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that heparin was running at 19.4 ml/hr when should have been at 19.4 units/kg/hr. Investigation showed that there was probably error in rate programmed into pump without a guardrails program. Bat# (B)(4) - new ail sensor. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Correction on initial report: g.4 (02/04/2021).

Event description:
It was reported that heparin was running at 19.4ml/hr when should have been at 19.4units/kg/hr. Investigation showed that there was probably error in rate programmed into pump without a guardrails program. Bat# 175695 - new ail sensor. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.